Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd vacutainer® safety-lok¿ blood collection set with luer adapter 23 g x 0.75 in. The staff member experienced a needle stick while activating the safety mechanism. Medical intervention was required.

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode for issues with the slbcs safety shield with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion as bd had not received any samples or photos from the customer facility for investigation; the investigation was limited. The customer¿s indicated failure mode for issues with the slbcs safety shield with the incident lot was not observed. If samples are received in the future, this investigation shall be updated. Root cause description there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined. Rationale complaint:s received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.